Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue. The patient requested the lead be removed during the generator upgrade procedure, and a rv lead was implanted. No additional adverse patient effects were reported.